Manufacturer narrative:
(B)(4). The device is manufactured by (B)(4). Registration number: (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.0x100 mm fox sv, 2.0x120 mm fox sv guide wire: viper. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The 2.0x100 mm and 2.0x120 fox sv devices referenced are being filed under separate medwatch reports. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The analysis was performed by asahi intecc. Co. Ltd: investigation of the production record could not be performed as no lot information was available. With the provided information, it is inferred that the balloon catheter used with fielder guidewire and the other devices got interfered each other in the vessel, including possible tangling each other, resulting the manipulation difficulty and removal of the devices as single unit. Warning section of instructions for use describes: this guide wire must be used only by a physician who is fully trained in percutaneous transluminal coronary angioplasty (ptca)/percutaneous transluminal angioplasty (pta) treatment. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action.

Event description:
It was reported that during a procedure to treat a lesion in the anterior tibial artery a 2.0x100 fox sv pta catheter and a 2.0x120 fox sv pta catheter were advanced over a non-abbott guide wire and an unspecified fielder guide wire; however, resistance was noted with the guide wires during advancement of both pta catheters. Both fox sv pta catheters were used successfully to treat the target lesion via balloon angioplasty; however, during removal the fox sv pta catheters became stuck on the non-abbott guide wire and the unspecified fielder guide wire and were removed from the patient anatomy as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.